Event description:
Report received from the USA stating that the "hose was cut on the outer sheath" by accident during pre-testing. The product was not used in surgery. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).